Event description:
It was reported that pump experienced malfunction alarm with displayed code and fault indicator, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, was advised that pump could continue to be used, and was instructed to call back if malfunction occurred again, which customer acknowledged and understood.